Event description:
During the set up of a new device, the audio alarm failed to function during the ventilator inoperative test. The customer service engineer replaced the analog interface pcb. There was no pt involvement.